Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 47 mg/dl at the time of the incident and the current blood glucose was 106 mg/dl. The customer was treated with manual injection, food and glucose tablets. Customer was using auto mode. Customer did not allege pump was over delivering. Customer reported insulin pump system had not in use within 48 hours of reported low blood glucose event. The customer was assisted with troubleshooting. The insulin pump will not be returned for analysis.